Event description:
The customer reports a falsely decreased architect ca 19-9xr assay result generated on an architect i2000sr analyzer for one patient. A serum sample taken from this patient generated a result of 7.93 u/ml while a plasma sample from this same patient generated a result of 5.7 u/ml. Controls have remained within specifications. Four days later, the samples were retested with the following results: plasma: 7.21, 5.15 and 7.04 u/ml, serum: 8.99, 6.72 and 6.53 u/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. Accuracy testing was performed with in-house retained reagents of lot 30041m500 (list 02k91-20) across three isystem analyzers using commercially available panel samples. All results met specifications, indicating acceptable performance of this assay lot. An analysis utilizing field data from the architect ca 19-9xr assay was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. Based on the results of the current product evaluation and the information from the customer site, it was determined that the architect ca 19-9xr assay, list number 02k91-20, lot number 30041m500 is performing acceptably. A product malfunction was not identified. This is an instance of off-label use of the architect ca 19-9xr assay. There is no information to indicate that the patient has pancreatic cancer. Also, the customer is using the assay for diagnostic purposes and not monitoring. Additional information from the customer site revealed that the customer conducted an internal investigation that concluded, with a very high probability, that a patient sample handling error had occurred. This patient was diagnosed with lung cancer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).